Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the arterial sheath loss access and a dissection was identified at the common carotid artery. The physician performed a mini upper sternotomy and a bovine pericardium patch was placed. It was reported that the patient is in stable condition with no health consequences or impact.